Event description:
During a sling procedure, one side of the sheath was difficult to remove and that the sheath was ripping apart and breaking upon removal. The sheath was successfully removed and the mesh was successfully placed.